Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing pulled out of the unit that was connected to his body at the quick release. The site location was patient's left side and the pump was in the pocket on his left side. The infusion had been in use for 1-2 days and he did not remember well. Reportedly, the infusions were stored in the back of his closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation, it was found that the tubing was detached from the tubing connector. No further information available.